Event description:
Additional information was received on (B)(6) 2017 and it was reported that the cause for the missed refill was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (¿1000 mg/ml at 350 mg/day¿) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that the empty reservoir alarm was occurring. The patient had missed the pump refill and the pump reservoir was empty. The patient was having increased pain, stiffness, and muscle spasms which had come on suddenly. It was reviewed why no priming bolus was needed; dosing considerations were reviewed; and refilling and monitoring for volume discrepancy and efficacy was reviewed. It was noted that troubleshooting resolved the reported event. No further patient complications have been reported as a result of this event.